Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission revealed an alarm: hv impedance out of range. The hv impedance was out of range 2-3 times. Post paced twave oversensing was observed. The technical support record analysis session did not find any performance issues with the lead or the can. The t-wave oversensing was resolved by changing the decay-delay value. No adverse consequences were reported for the patient.